Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that temperature alarm is not alarming. Patient involvement is unknown.

Manufacturer narrative:
D9: date returned to mfg.: 1/16/2024. H3. And h6. Evaluation codes: updated. One device was received in good condition, the water tank cover had a few scratches. Per functional testing, the device was not alarming on the over temperature. The complaint was confirmed. The root cause was the over temperature pot was out of calibration. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replace water tank cover. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.